Event description:
It was reported that the right ventricular (rv) lead impedance had been 658 ohms at implant, but has increased to 1042 ohms and then 1238 ohms when observed most recently. Boston scientific technical services (ts) was contacted, and ts discussed options and noted the lead was performing well. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the pacing impedance increased to 1700 ohms. No adverse patient effects were reported. Additional information was received indicating a signal artifact monitor (sam) event occurred, disabling minute ventilation (mv), due to high, out-of-range pace impedance measurements of 2008 ohms. No adverse patient effects were reported.